Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The hospital reported that, subsequent to connecting the patient to the engstrom ventilator, the unit alarmed pmax. The b850 monitor indicated a decrease in invasive pressure and spo2, and the patient became unconscious. The patient was reportedly disconnected from the engstrom and ventilated with a manual system with 100% o2 flow. All parameters (pressure, spo2) returned to normal values, and the patient recovered. The patient was connected to another ventilator and ventilation continued without further difficulty.